Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot k370019 met criteria and the product performed as expected the manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the customer had cancer and chronic inflammation. These conditions may impact the performance of the assay. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, it was reported that variances between the inratio2 inr results and other inr testing methods occurred on a patient in (B)(6). Results are as follows: (B)(6). The time between testing and the therapeutic range was unknown. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)